Event description:
The hospital reported to pmt that the expander was leaking and had to be explanted.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.